Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. When the physician recaptured the closure device, it was noted to be difficult to recapture. The device anchors damaged the marker band upon recapture. The wds was removed from the patient and a new wds was then used to successfully complete the procedure. No patient complications or injuries occurred as a result of this event.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but it did not meet release criteria. When the physician recaptured the closure device, it was noted to be difficult to recapture. The device anchors damaged the marker band upon recapture. The wds was removed from the patient and a new wds was then used to successfully complete the procedure. No patient complications or injuries occurred as a result of this event.

Manufacturer narrative:
Device eval by MFR.: the returned device consisted of a watchman delivery system (wds) with the implant deployed, and blood in the device. Inspection revealed that there were numerous kinks in the sheath. The core wire was kinked 3cm-3.5cm from the distal end. Examination under the microscope found the tip was detached. The implant had anchor damage. Product analysis confirmed the reported event as the tip was damaged. Product analysis could not confirm the reported difficult to position or recapture as clinical circumstances could not be replicated.